Event description:
Related manufacturer reference number:2017865-2022-09623. It was reported that patient presented to emergency room after experiencing dyspnea. Upon interrogation it was found that patient's atrial lead exhibited noise oversensing. It was also noted that patient's right ventricular lead exhibited intermittent capture. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of intermittent capture was not confirmed. As received, a partial lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. No anomalies were found.